Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 25). In addition, it was reported that an occlusion alarm occurred. Customer's blood glucose level was in the 200s mg/dl. Customer performed a supply change and insulin was resumed successfully.